Event description:
The pt was revised because of osteolysis, poly wear, and loosening of the patella.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info for the reported patella, required to review the device history records, was not provided. The investigation could not verify or draw any conclusions about the reported event; however, polyethylene wear after fifteen years implantation should not be unexpected. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.